Event description:
Information from the field notes that the patient was ad- mitted to the hospital and connected to an impedance based respiration monitor. The pacer's minute ventilation sensor was not turned off and the patient's rate went from 70-80ppm to the maximum pacing rate of 125 ppm. Programming the de- vice to vvi and then to the original settings regained normal function. The user's manual cautions against leaving the minute ventilation on when using that type of monitor.